Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pediatric head nurse found joint leakage when exhausting, the leakage was found at the connect part between the joint and the indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1355708 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. During visual analysis of the constituent parts, our engineers identified thread damage that is consistent with a misthreading during assembly, and would have led to the observed leakage. The issue has been confirmed. The root cause for this event is most likely related to variance in the automated assembly line.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in qsyte non-pvc leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pediatric head nurse found joint leakage when exhausting, the leakage was found at the connect part between the joint and the indwelling needle.